Event description:
While wearing the external equipment, the pt reportedly had no sound percept. External equipment was exchanged. However, the problem was not resolved. The pt was seen at the center for device eval. Testing performed confirmed that the pt's c1 device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.